Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and no numbers ramping up. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 415 mg/dl. Customer advised they would eventually treat themselves with a manual shot. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers continued to go up. Customer's father advised patient took a dive into the water while wearing the insulin pump. Customer advised the scroll bar did not move without input and the patient was advised the up or down button may be stuck. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.